Event description:
They advanced the jugular system through the groin and were attempting to place the filter into the svc. During advancement, some resistance was felt and the filter pierced the sheath and the physician also thought the vessel was pierced. However, there was no intervention as a result. Another manufacturer's filter was placed and the patient is doing fine.